Event description:
Literature: mizukawa k, kondoh t, kohmura e. Intrathecal baclofen therapy in patients with ventriculoperitoneal shunt; a report of 3 cases. Jpn j neurosurg. 2008;17(10):794-798. Summary: review of 3 patients who have a ventriculoperitoneal shunt received intrathecal baclofen. It was reported that intrathecal baclofen pump implant surgery was performed and the catheter tip was left at the 9th thoracic vetebra level. After approximately 2 months, subcutaneous cerebrospinal fluid accumulation was observed in the abdominal pump implant region. 350 ml of the fluid was removed transdermally. There was no improvement and cerebral ventricular enlargement tendency was observed. The variable shunt bulb pressure was changed from 20 cmh2o to 10 cmh2o, the cerebral ventricular enlargement tendency disappeared and the subcutaneous cerebrospinal fluid accumulation also disappeared. The effectiveness of itb therapy was invariably good. It was reported that this complication was thought to be related to the ventriculoperitoneal shunt. See manufacturer report number: 2182207-2009-02235.

Manufacturer narrative:
Cerebral ventricular enlargement.